Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused during patient infusion. The rate to be infusing was at 10.3 ml/hr. The bag of heparin had 455 ml remained in the bag. The bag contained 500 ml at the beginning. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction g3: date received by MFR: the correct aware date is 02/25/2025 and not 02/28/2025 which was initially reported. Additional information: h11: a review of the event history log was performed and identified the reported infusion of heparin at concentration of (B)(4) units in 500 ml at rate (B)(4) units/kg/hr for vtbi of 450 ml. Check flow was confirmed prior to network disconnection and infusion being stopped and restarted by the user. The rate was increased to 13.8 ml/hr before a single downstream occlusion alarm. Standby mode was not identified on or around the event date. No secondary infusions were programmed on or around the event date. No abnormalities were observed in the event history log. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was tested on-site at the user facility by baxter technicians for downstream occlusion detection, upstream occlusion detection and flow rate accuracy with passing results. The device was not received for evaluation at the manufacturing facility; therefore, a complete analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.